Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not duplicate the issue. He checked the hv cable assembly and the interconnect cable assembly for intermittent video wire, found all ok. He also checked the error logs, nothing was found. Suspect possible incomplete connection of the interconnect cable. The system is functioning as intended.

Event description:
The customer reported that when the fluoroscopy is initiated. The live image is all grayed out and unusable.